Event description:
It was reported, "the patient underwent peripheral intravenous catheterization on (B)(6) 2024, and at 9:20 on (B)(6) 2024, when the staff was preparing to infuse the patient, they found that there was a leakage at the interface of the intravenous catheter, and the inspection found that the catheter was broken near the puncture point, so the infusion was stopped immediately, the doctor was informed, and the static nurse extubated the catheter, and changed to peripheral intravenous indwelling needle infusion to ensure the treatment of the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.